Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with the lowest blood glucose in the 60s, after variable meal timing and not announcing meals; troubleshooting and education were provided, and no device alerts or alarms occurred. Symptoms included no reported clinical symptoms. Outcomes included resolution after the user treated with oral glucose in the form of apple juice. Investigation included customer care assessment and review of use patterns with field resolution guidance. Investigation of this case revealed a probable behavioral use issue consistent with maladaptation related to unannounced meals and inconsistent meal timing, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user behavior and therapy adaptation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.